Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual inspection found the construct to be partially assembled with the head. The ring is bent, gouging into the liner and preventing one of the cutouts from fully engaging. However; it is unknown if the ring was bent before the liner being engaged with shell or after. The pressure being exerted on the head does not allow it to ambulate freely. The dimensional analysis of shell was conforming during manufacturing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # 163663/ 28mm dia cocr mod hd / lot # 745660; part # unknown / unknown cup / lot # unknown.

Event description:
It was reported that during an initial hip procedure the metal shell was not able to assemble over the poly liner. A surgical delay of 30 minutes was noted in order to attain another liner. Attempts have been made and additional information on the reported event is unavailable at this time.